Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, chronic headaches, chronic cervicitis and vulvovaginitis. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), ibuprofen (motrin children), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("gastrointestinal or digestive system condition type: constipation"), migraine ("migraines"), fatigue ("fatigue,") and headache ("headaches"), 1 month after insertion of essure. On an unknown date, the patient experienced metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, headache and metrorrhagia had resolved and the depression, anxiety, dysmenorrhoea, abdominal distension, constipation, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal distension, anxiety, constipation, depression, dysmenorrhoea, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with removal detail noted that" have you had your essure (or any part of the device) removed? No "and removal procedure has been provided. Patient received treatment for pain, bleeding, fatigue and headache. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingectomy - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked bilateral successful essure placement with bilateral tubal block; on (B)(6) 2011: unknown. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: ( 1) microscopic: uterus and cervix, resection: chronic cervicitis benign disordered proliferative endometrium negative for atypia benign superficial adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: fu 6 & 7 process together. Ppf received outcome of events " pain, bleeding, fatigue " were updated as recovered. Reporter information was added. Lab data was added. Event metrorrhagia, post removal complications added. Outcome of events "headache" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, chronic headaches, chronic cervicitis and vulvovaginitis. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), ibuprofen (motrin children), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("gastrointestinal or digestive system condition type: constipation"), migraine ("migraines"), fatigue ("fatigue,") and headache ("headaches"), 1 month after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal distension, constipation, migraine, fatigue, headache and vaginal discharge outcome was unknown. The reporter considered abdominal distension, anxiety, constipation, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with removal detail noted that" have you had your essure (or any part of the device) removed? No "and removal procedure has been provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingectomy - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked bilateral successful essure placement with bilateral tubal block. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: ( 1) microscopic: uterus and cervix, resection: chronic cervicitis benign disordered proliferative endometrium negative for atypia benign superficial adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received : events added- vaginal discharge, fatigue. Events onset date, events severity, concomitant drug and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, chronic headaches, chronic cervicitis and vulvovaginitis. Concomitant products included ethinylestradiol; norelgestromin (ortho evra), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("gastrointestinal or digestive system condition type: constipation"), migraine ("migraines") and headache ("headaches"), 1 month after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, abdominal distension, constipation, migraine and headache outcome was unknown. The reporter considered abdominal distension, anxiety, constipation, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with removal detail noted that" have you had your essure (or any part of the device) removed? No "and removal procedure has been provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Fallopian tubes were blocked. Bilateral successful essure placement with bilateral tubal block. Pathology test - on (B)(6) 2012: ( 1) microscopic: uterus and cervix, resection: chronic cervicitis, benign disordered proliferative endometrium negative for atypia, benign superficial adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), pain, gastrointestinal or digestive system condition type: bloating and constipation and migraines / headaches" were added. Essure dates updated. Concomitant drug, medical history and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.